Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set occlusion alarm issue on (B)(6) 2026. The infusion set blockage was located at the insertion site after three or more hours of insertion. The insertion site was the upper arm. No further information available.